Event description:
Information received from the field notes that during a routine follow-up, interrogation revealed a recommended replacement time (rrt) message. Measured data was 2.76v, 11ua, 5.6 kohms. After a software download was performed, measured data taken three times still showed excessive battery discharge. The patient's sinus rhythm was "pr" at 47 bpm.